Event description:
As reported by the field clinical specialist (fcs), during a right-side transfemoral tavr (transcatheter aortic valve replacement) procedure with a 29mm sapien 3 ultra resilia (s3ur) valve in the native aortic position, there was resistance when advancing the s3ur valve out of the 16fr esheath+ tip. While the s3ur valve was implanted successfully, the esheath+ tore during valve advancement. Per report, there was no injury to the patient. Observation of the returned device prior to decontamination revealed the distal tip of the esheath+ was torn radially along the distal liner edge. There was also a torn piece of the distal tip separated and returned.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from the clinical specialist. Sections b4, b5, g3, g6 and h2 have been updated. Addition to section b5. The investigation is ongoing.

Event description:
Additional clarification provided by the fcs: when the esheath+ was removed from the patient's body, the torn distal tip was "hanging on by a thread", and became detached when touched by the physician.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: component code, type of investigation, investigation findings and investigation conclusions have been updated. Corrections to sections h6: component code, investigation findings and investigation conclusions. Additions to section h6: investigation findings. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation and revealed the following: liner was fully expanded (as designed), distal tip was torn radially along distal liner edge, torn piece of the distal tip was separated and returned, stretching was visible along tear and all score lines were present. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imaging was provided and revealed tortuosity was present in the patient's right access vessel. In this case, the complaints of distal tip torn and difficulty advancing through sheath were confirmed based on the evaluation of the returned device. Available information suggests that variable tip expansion and/or patient factors (tortuosity) seen in the provided 3mensio likely contributed to the event. The reported event is characteristic of tip expansion variability that may occur as a result of normal/inherent variation in the manual tip scoring process, which may potentially result in interference between the valve and sheath tip. Tortuous patient anatomy can exacerbate interference between valve and sheath tip by promoting non-coaxal alignment between devices, which can cause the valve struts to catch onto the sheath distal tip, increasing resistance during advancement, and tearing the tip. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.